Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site received and error code 64 while in surgery. The site reported that they were using less annotations as advised, but still saw the error code while in navigation. The site rebooted the system and was able to continue with surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of 9735786 provided the lot number 2310g00824. The hardware was returned and analysis was performed. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network was set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1 the computer was fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information see b5: continuation of d11: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc computer 9735786 navigation s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information: the procedure was a functional endoscopic sinus surgery (fess)

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.